Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device itself was discarded and not returned for evaluation. However, the four needles returned from the customer&apos;s inventory were tested and failed at 96, 75, 52 and 100 cycles respectively, greatly exceeding the minimum requirement of 15 cycles of failure. There is no evidence that there is a lot related defect associated with the failure. From past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed approximately 10-12 times before breaking but no other procedure information was provided to determine if the above reason contributed to this failure. A definite root cause for the failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated non-conformance with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Based on the overall complaint history, no further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle broke on last suture pass. A follow-up phone call with the sales rep on (B)(6) 2014 indicated that the surgeon retrieved the fragment from the patient and discarded it. There were no reported adverse patient consequences. The customer is returning the four remaining needles they have from the same lot as the complaint device for evaluation.

Event description:
Needle broke on last suture pass. A follow-up phone call with the sales rep on (B)(4) 2014 indicated that the surgeon retrieved the fragment from the patient and discarded it. There were no reported adverse patient consequences. The customer is returning the four remaining needles they have from the same lot as the complaint device for evaluation.